Manufacturer narrative:
A steris service technician inspected the unit and identified the prv valve required adjustment. He adjusted the valve, tested the unit and returned it to service.

Event description:
User facility reported a failed biological indicator. The indicator is not a steris brand bi. No instruments were involved. No injuries, procedural delays or cancellations were reported.